Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels. The customer's blood glucose was 600 mg/dl. The customer stated that he had been changing his infusion set every other day and still had high blood glucose. He stated that he did not observe any drops of insulin at all while trying to deliver his boluses. He stated that the insulin pump did not alarm no delivery. His blood glucose was between 300 and 450 mg/dl when the issue first started. He noted that he had had low blood glucose a month prior, which got better after his doctor reduced his basal rates. He did not feel well and had increasing blood glucose leading up to the hospitalization. The customer's most recent blood glucose was 155 mg/dl. He noted that the insulin pump's drive support cap was flush, not recessed in. The customer was advised to discontinue use of the device and revert to a back-up plan. He was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The no delivery alarm functioned properly. The unit was received within normal operating currents, and no unexpected off no power or low battery alarm was noted. The unit had a cracked case at the display window corner and cracked reservoir tube lip. The drive support disk was inspected, and no anomaly was noted.